Manufacturer narrative:
No injury reported. The consumer alleges the unit smells like it's burning. The device has been in svc for nearly 5 years and is no longer in warranty. Unclear if device was dropped. Product has not been returned for evaluation so it is unk if a malfunction occurred or if other factors such as misuse or abuse may have caused or contributed to this incident. Product was approx 5 years old at time of incident with no previous complaints. Dealer has been contacted and MFR is attempting to obtain return of product for an evaluation. No history to suggest a product problem. MDR filed solely on dealer's statement of a burning smell.

Event description:
The consumer alleges the unit smells like it is burning. No injury is alleged.